Event description:
On (B)(6) 2011 customer reported that the cartridge chemistry (cc) system on the dxc 600i instrument was generating "no fluid detected" errors. Customer stated that she observed fluid on the drip tray under reagent probe b. Customer technical support (cts) advised customer to wear personal protective equipment before troubleshooting. Cts had customer program a control and observe for leaks. Customer stated there were bubbles in the reagent syringe and the syringe barrel leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) performed service on the instrument the same day. Fse replaced the reagent t-valve and syringe. Fse also found that the tubing from reagent probe a was getting tangled with the reagent probe b tubing. Fse showed customer how to correct the problem if it occurs again. Additionally, fse performed level sense diagnostics, primed the instrument and performed a quality control check. No problems were noted and all repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).